Manufacturer narrative:
The ge service rep conducted an onsite investigation. The iris potentiometer was adjusted. The system was tested and operates as intended.

Event description:
The customer reported that the system displayed an iris potentiometer failure error message. No pt injury was reported.